Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under infused azithromycin as a primary infusion with rate of infusion of 250ml/hr. The programmed volume to be infused (vtbi) was 250 ml and the pump indicated the remaining vtbi was 0ml; however, the actual volume left remaining in the bag was 100ml. This occurred during infusion in the emergency department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to previous g3: date received by MFR: update date to 02/25/2025. Additional information: d5, h6 (update codes), h11. H11: a review of the event history log identified several infusions that ran; the infusion parameters were not provided to determine if a device issue occurred during the event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.